Event description:
The biotel cardiac holter monitor ordered by my doctor for a 30 day period from biotell (phillips) does not work. The sensor gives error messages repeatedly saying that the device can't find the sensor even though they are only inches apart, or that the sensor is not finding a heartbeat. I have called in at least 9 times to report the problem and done the troubleshooting steps over and over with no result. Biotell replaced the device with no improvement. Biotell admits that most women have a report dissatisfaction and frequent alarms, because the device does not work with well with breasts. Biotell refuses to refund the money I paid for the scans, even though they admit that they have no way to fix the device, except to repeat the steps that did not work previously. Biotell is marketing this device even though they know it has a high failure rate for female patients. Because of the device has constant failures (every 5-10 mins), it's not collecting the cardiac data my doctors needs to assess my health condition. Https://www.myheartmonitor.com/ FDA safety report ID# (B)(4).